Manufacturer narrative:
Medical device name update to frn.

Event description:
The device was returned for a valve 1 failure. Upon turning on the pump it immediately alarms out. The device logs indicate valve 1 failed. During several startup sequences the air compressor can be heard attempting to charge the air tanks repeatedly but fails to do so. An internal investigation was performed and found a crack on the retaining plate.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: we have a pump at (B)(6) superuser training that started to give us pump error. We did a full shutdown 4 times without any resolution. The battery says full charge. Plugged in entire time. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.